Manufacturer narrative:
The technician replaced the worn casters to repair the stretcher.

Event description:
Information received indicates when the brake was applied, the brake casters would hold but continue to swivel.